Event description:
Per report received from italy- edwards received notification of a pascal precision ace in the tricuspid position where during the procedure, there was a single leaflet device attachment (slda) with the second device implanted. There were difficulties capturing leaflets and navigating due to imaging issues (shadowing of septum/fossa ovalis on the leaflets, no tgsx view available) and complicated anatomy (severe tethering of septal tricuspid leaflet, dilated annulus of approximately 17 cm and massive dilatation of right atrium). The first device was implanted in anterior-septal position. The second device was implanted in posterior-septal position (p1/s) and detached from the septal leaflet. One additional device was implanted in the posterior-septal position (p2/s). Starting tricuspid regurgitation (tr) was torrential, when the slda was detected, it was severe, and the final tr was torrential. The patient's final outcome was stable. The patient will probably be treated with a non-edwards valve. As per medical opinion, the perceived the root cause of the event was that the septal tricuspid leaflet insertion was sub-optimal.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional investigation conclusion h6 code: adverse event related to patient anatomy and/or condition. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. Available information suggests imaging quality issues and patient anatomy likely contributed to the event. Per event description, 'there were difficulties capturing leaflets and navigating due to imaging issues (shadowing of septum/fossa ovalis on the leaflets, no tgsx view available) and complicated anatomy (severe tethering of septal tricuspid leaflet (stl), dilated annulus of approximately 17 cm and massive dilatation of right atrium)'. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.